Manufacturer narrative:
(B)(4). It was reported the 3.5 x 18 mm xience v stent was implanted successfully; however, during dilatation with a non-abbott balloon catheter, the balloon ruptured and the catheter was difficult to remove. Factors that could contribute to the reported difficulties include, but are not limited to, interaction of the dilatation balloon with the stent implant if the stent is not fully expanded and apposed or damage to the stent. It is possible that the ruptured balloon interacted with deployed stent; and during withdrawal of the balloon catheter, the balloon material caught on the stent struts, although this cannot be confirmed. Additionally, it was reported that the xience v stent was deployed as treatment for in-stent restenosis of a non-abbott stent. It should be noted that the xience v instructions for use (IFU) states that the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions (length less than or equal to 28 mm) with a reference vessel diameter of 2.25 mm - 4.0 mm. It is unknown if this contributed to the reported difficulties. It was further reported that after post-dilatation of the xience v stent, the mid circumflex artery was occluded. Occlusion is a known adverse event as listed in the xience v IFU. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. A conclusive cause for the reported patient effect, difficulty to remove, and damage caused to the balloon catheter, cannot be determined; however, there is no indication of a product quality deficiency. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, a sampling of units is destructively tested to verify proper stent deployment.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): indication for use the stent remains in the patient. A follow-up will be submitted with all relevant information.

Event description:
It was reported that treatment was for in-stent restenosis of a non-abbott stent. A 3.5 x 18 mm xience v stent was deployed in the first marginal branch. They then attempted to perform a culotte technique into the mid circumflex (cx) artery to optimize the result there. A guide wire was negotiated into the distal cx with a 2.0 mm and then a 2.5 mm balloon used for dilatation. Despite dilatation, a drug eluting stent could not pass into the mid cx. The stent was withdrawn and then two 3.0 mm non-abbott balloons were used to dilate. After dilatation with the second 3.0 x 15 mm balloon, the balloon ruptured at approximately 20 atmospheres. The balloon was then withdrawn with some difficulty and upon inspection there appeared to be a 5 mm section of the balloon material missing, presumably caught in the multiple stent layers of the implanted 3.5 x 18 mm xience v and the non-abbott stent. Another attempt with the second drug eluting stent was made to cross into the mid cx to optimize the result in the marginal branch; however, this was unsuccessful and the procedure to treat the mid cx was abandoned at that point. The decision was made to optimize the result in the marginal branch. The deployed 3.5 x 18 mm xience v stent was post-dilated to 4.0 mm with a non-abbott balloon, which resulted in the jailing of the mid cx artery. There was no obvious visible retained balloon material seen in the patient; however, the patient was followed up with on (B)(6) 2011. No issues were seen at the lesion site at this time. No additional information was provided.

Event description:
Subsequent to the initial medwatch additional information was received stating: the patient was brought back on (B)(6), 2011 to assess the left anterior descending artery and during this assessment the cx was seen to be stable. No issues were seen at the lesion site at this time. No additional information was provided.